Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that undisclosed bd eclipse were difficult to close. The following information was provided by the initial reporter: customer reported difficult to close safetyglide and eclipse needles. Did exposure to blood/bf occur? Yes. How many injuries have occurred? Many. No returns available and no further information available.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Mat#: unknown; lot#: unknown. It was reported by customer that difficult's to close safetyglide and eclipse needles. Verbatim: complaint received via email. Email(s) attached. Customer reported difficult to close safetyglide and eclipse needles.